Event description:
Caller reported an error with their continuous glucose monitor, specifically a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, guiding the caller through the process. After the reset, the error did not reappear, and the customer successfully started their sensor session.